Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to a latch micro switch issue. A field service engineer replaced the latch micro switch to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device. The serial number, UDI and manufacture date details kept blank since there was no medstation asset associated with the remote manager.

Event description:
It was reported that when using the pyxis medstation es system, the fridge lock was not working and was unable to open and recover. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.